Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The treating doctor shared that the potential root cause could have been orthodontic tooth movements that may have aggravated the clinical condition of tooth #12. Align's clinical review showed that tooth #12 had undergone prior endodontic therapy and presented with a radiopaque internal structure consistent with a post and a dental crown. There is no conclusive evidence provided that supports or opposes whether the invisalign system caused or contributed to the reported permanent damage. Based on the available information, the patient had permanent damage, and the invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the event, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient had symptoms of tooth loss involving tooth #12 due to fracture. The patient reported visiting an endodontist. It is unknown if the patient was prescribed or took any medications related to the reported symptoms. It is unknown if any clinical or laboratory tests were performed. The patient is continuing treatment with the invisalign system, and the patient is currently asymptomatic.